Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000524, serial/lot: unknown. A medtronic representative went to the site to perform a system check out and they found that the x-ray batteries were not holding a charge and the charger boards failed. The charger boards were replaced and then the representative adjusted the x-ray and motion battery level indicators. The charger and battery outputs were verified. The system functions as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during preventative maintenance. It was reported that the x-ray batteries were not charging. There was no patient involvement.

Manufacturer narrative:
The battery charger 2 serial: (B)(6) was returned to medtronic for analysis. Testing was conducted and the issue was unable to be reproduced. Visual inspection noted that there were leaky caps. However, no functional issues were found. Fdm 10, fdr 213, and fdc 67 are applicable to the battery charger 2 analysis. The battery charger 1 (serial: s1311lkf) was returned to medtronic for analysis. Testing was conducted and the issue was confirmed. The charger board failed visual inspection and the electronic component is electrically over stressed. Fdm 10, fdr 120, and fdc 4307 are applicable to the battery charger 1 analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi31000169, serial/lot : (B)(6) product ID: bi31000170, serial/lot : (B)(6). H3, h6: both batteries have been returned for product analysis. Analysis is still in progress. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.